Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked after the customer ran into a doorknob while wearing the pump. Reportedly, this event caused the pump display to be "dimmed out" and difficult to read. The customer's blood glucose level was in the 100-150 mg/dl range. Reportedly, the customer reverted to manual injections for alternate insulin therapy.